Manufacturer narrative:
(B)(4). The sample was received for evaluation and initial evaluation confirmed the discovered condition. Upon completion of baxter's investigation, a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. A visual inspection was performed and the roller was observed to be broken. The condition found during evaluation was confirmed. The root cause was determined to be incorrect assembly of the roller clamp. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
During device evaluation by baxter, a solution administration set was found to have a damaged roller clamp, which allowed flow when the clamp was in the closed position. There was no patient involvement as the condition was discovered during evaluation. Therefore, there was no patient injury or medical intervention necessary. No additional information is available.